Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. Pcr confirmation testing using toyobo gene cube generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.